Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3 spring evacuator. Visual inspection of the sample noted no obvious visible defects. Concomitant in-house tubing was connected to the suction port and the other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The evacuator was flattened and able to suction the solution without leaks at the connection or the end of the device. This meets the specifications "verify drainage tube assembly/port. (This consists to assembly the tube to the port and verifies that this assembly must be the adequate." And "seals shall be continuous with no voids and/or interruption". No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed, but was still completed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the drainage flowed into the evacuator, it leaked from the connection area between the evacuator and the drain and felt it was even leaking the edge of the evacuator. Per additional information received via ibc on 19may2021, state that the leakage was from the evacuator and not the drainage bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the drainage flowed into the evacuator, it leaked from the connection area between the evacuator and the drain and felt it was even leaking the edge of the evacuator. Per additional information received via ibc on 19may2021, state that the leakage was from the evacuator and not the drainage bag.